Manufacturer narrative:
Explant was reported due to heart failure and high gradient. All three cusps were found to have thrombus on the outflow surface, immobilizing the cusps. Cusp 1 contained a fold. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the thrombus and retraction could not be conclusively determined.

Event description:
On (B)(6) 2018, an epic 21mm valve was implanted. The patient presented with class IV heart failure and a high gradient of 47mmhg. On (B)(6) 2019, an emergent aortic valve replacement was performed. Upon explant, the device was observed calcified. Additional information has been requested, but unavailable.

Event description:
On (B)(6) 2018, an epic 21 mm valve was implanted. The patient presented with class IV heart failure and a high gradient of 47 mmhg. On (B)(6) 2019, an emergent aortic valve replacement was performed. Upon explant, the device was observed calcified. Additional information has been requested.